Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4). Additional suspect medical device component (s) involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the back of the head where the lead extensions connect to the ipg. The infection traveled down the lead extensions to the ipg. The incision site would not heal, and it was red. The physician stated that the infection is not device related. Cultures were taken and staphylococcus aureus infection was confirmed. The patient was hospitalized and underwent an explant of the entire system. The patient is doing well post-operatively and has been discharged from the hospital. The devices will not be returned for analysis as they were retained by the facility for pathology.